Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of lot 67743be00, which contains the same bulk material as lot 67743be01, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot 67743be01 was identified.

Event description:
The customer reported false negative alinity I syphilis tp and provided the following data: alinity I syphilis tp was non-reactive. The following results were provided: 0.14, 0.14, & 0.11 s/co. Tppa was positive, and colloid gold was positive. In (B)(6) 2024, colloid gold was positive, rpr was negative. Patient information: the patient was diagnosed with cerebral infarction, diabetes, and no immunoglobulin preparations were used. The patient denied a history of sexually transmitted diseases and had no clinical manifestations of syphilis. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 7p60-74 that has a similar product distributed in the us, list number 7p60 -31 / 41 with 510k/PMA/bla number k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false negative alinity I syphilis tp and provided the following data: alinity I syphilis tp was non-reactive. The following results were provided: 0.14, 0.14, & 0.11 s/co. Tppa was positive, and colloid gold was positive. In (B)(6) 2024, colloid gold was positive, rpr was negative. Patient information: the patient was diagnosed with cerebral infarction, diabetes, and no immunoglobulin preparations were used. The patient denied a history of sexually transmitted diseases and had no clinical manifestations of syphilis. There was no reported impact to patient management.